Manufacturer narrative:
(B)(4). Medical product - oxf anat brg lt md size 4 PMA, item 159548, lot 156020 therapy date - (B)(6) 2018. Medical product - oxf twin-peg cmntd fem md PMA , item 161469, lot 012800 therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00383 and 3002806535-2018-00384.

Event description:
It was reported that the patient underwent initial surgery and subsequently the patient underwent revision surgery due to an unknown reason.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported revision. Visual inspection of the components suggest they were subjected to abrasive wear from the presence of third body particles. This is seen as putting and scratching on the articulating surfaces of the meniscal bearing, resulting in material removal. The accelerated wear rate of the meniscal bearing also suggests the presence of bone cement or residual osteophytes. Radiographic information, surgical notes for the primary and revision surgery, patient information regarding height, weight and activity level are required in order to determine the exact root cause of the component failure. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial surgery and subsequently the patient underwent revision surgery due to an unknown reason.